Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intestinal reconstruction in open sigmoid resection, the device partially fired. In order to complete the case, removal of staples that did not close with manual suturing was performed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the first photo depicts staples on tissue that appear to be not formed properly. The second photo depicts fourteen malformed staples on gauze. The third photo depicts the instrument, gauze with the staples and the handle of the instrument was not locked after firing with the approximation lever up. The fourth photo depicts the instrument being held by the handle, the handle was not locked after firing and the approximation lever was up. The fifth photo depicts the same as photo four. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the firing stroke is not completed during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.